Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use with a polyflux 14l dialyzer, particulate matter was observed inside the cap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6, h10. H10: the device was received for evaluation. The visual inspection by naked eye of the product shows a red spot with a dark red particulate matter on the cutting surface of the product. The reported failure could be confirmed. The cause was manufacturing related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the returned photographic samples was performed, and particulate matter was visible in the photographs; however, the location of the particulate matter could not be determined. The reported condition was verified. Due to the absence of the actual sample, the root cause for the reported issue could not be identified or further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.